Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 35 mg/ml bupivacaine at a dose of 17.44 mg/day and 10 mg/ml morphine at a dose of 4.984 mg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2018 a code of 8476 (motor stall) was seen on the patient's personal therapy manager (ptm) programmer. The patient had heard the pump alarm, a two tone alarm about once every hour. The patient had a refill on (B)(6) 2018 and she had not had any other medical tests or procedures since refill. The patient said the dosage was increased as she was going to have back surgery (unrelated to the pump) in the upcoming future. The patient said she did sleep in a motorized bed. The pump stopped alarming about 4:30 pm and the patient started to feel better. The patient did not call the healthcare professional (hcp) for direction at the time of the event. The patient said that her daughter kept her awake and she used blankets to try to stay warm. The symptoms of feeling ill, really cold and couldn¿t wake up, wanted to keep sleeping, and nauseated were reported. The patient read the drug dose information of morphine: 0.121 mg/day, 4.984 mg/day and bupivacaine: 0.424 mg/day, 17.44 mg/day from the telemetry strip. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump was replaced on (B)(6) 2018. The rep was to return the explanted pump to the manufacturer for analysis. The patient was admitted to the hospital for withdrawal symptoms including pain, nausea, vomiting, and convulsions.

Manufacturer narrative:
Fdd (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stall on (B)(6)2018 was unknown - elective replacement indicator (eri) 19 months. As an action/intervention taken to resolve the motor stall on (B)(6)2018, the pump was interrogated several times. It would recover and stall again, the pump was replaced urgently. The patient's symptoms resolved after pump replacement.